Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer identified a failed cubie was that initially wouldn¿t recover, along with a phantom failure traced back to the tower, which had been opened separately for repair. Although the customer stated the cubie wouldn¿t recover, a reboot allowed it to come back online, though it still displayed a failure without listing any recovery options. Notably, the cubie was functioning properly in the test application even before recovery. Each drawer was individually checked and confirmed to be working as expected. While the exact reported issue couldn¿t be duplicated, other anomalies were observed that may have contributed to user confusion. It¿s likely that phantom errors triggered a cascade of issues or symptoms that were misinterpreted at the time. A general inspection was performed on the unit, the all-in-one was cleaned, and debris was removed from around the units. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).